Event description:
Customer responded to an outreach call and stated she was hospitalized. The customer's blood glucose was unknown. Customer also stated she was not using the sensors because she was not trained. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.